Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The r14 component was open on the battery pcb. The cause for the open circuit was excessive current which caused thermal damage to the battery pack. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The r14 component was open on the battery pcb. The cause for the open circuit was excessive current which caused thermal damage to the battery pack. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.